Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2021, the nurse of the lymphoma department found that the infusion was not smooth while using the peripherally intubated central venous catheter for the patient's infusion. After investigation, it was found that it was a problem with the positive pressure joint. Solution: replace with a new positive pressure connection to infuse the patient.